Manufacturer narrative:
(B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient was unable to charge and wasn¿t able to get good coupling. A second recharger was used which also resulted in zero coupling bars and being unable to connect. The antenna was repositioned which didn¿t resolve the issue. The antenna locate (al) feature was used with initial results of 64, and as they moved it the baseline dropped to 62, but was never better than 64. The rep. Noted there could still be some swelling at the pocket site but it wasn¿t obvious. The battery didn¿t seem too superficial and the surgeon was able to feel the header block. No patient symptoms were reported. The patient called back three days later and asked about a warranty if the implantable neurostimulator (ins) was deemed ¿malfunctioning.¿ the patient was scheduled to have their ins pocket moved on (B)(6) due to recharging difficulties. The patient had bad shoulders which made it hard for her to reach around to position the recharger antenna so they were thinking about the best place to move the ins to. It was noted the plan was to check the ins with the recharger during the procedure to make sure it coupled and charged appropriately. On the day of surgery the rep. Noted they could feel the top of the ins but not the rest so the ins may be tilted which was causing recharging difficulty. Impedances were good and the patient was getting good stimulation coverage. Following surgery the rep. Noted the patient had no symptoms related to the difficulty recharging and poor coupling. Surgery was completed on (B)(6) to change the position of the battery in the pocket as the cause of the coupling issues was the battery being too deep. Following this the issue was resolved. Relevant medical history includes non-malignant pain.